Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported doctor had to replace a fractured abutment by the screw with a new one placed by a different doctor. The doctor suspects that a fragment of the screw may be inside the implant. The implant remains implanted. This complaint refers to fractured abutment screw.